Event description:
The device was returned due to failed the volume test during testing. Upon further investigation, unresponsive downstream occlusion (dso) sensor was identified. There was no patient involvement and harm.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, further investigation identified unresponsive to the downstream occlusion sensor (dso), indicating a reportable malfunction. The cause of the reported issue could not identified. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.